Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the cold jaw silicone boot was peeling. There were no signs of clinical usage and no evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot split" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro jaw insulation split upon initial insertion into the harvesting cannula, outside the pt. A new kit was used to complete the procedure. There were no pt effects. The product was returned.